Event description:
Caller reported a cgm error related to the sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, which was successfully executed, and the cgm error code did not appear again. The caller then successfully began a new sensor session.